Event description:
Information received by medtronic indicated that the metal piece on the battery cap of the insulin pump had come loose. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer had discontinued to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.